Event description:
In 1996 patient underwent re-revision of right total hip replacement. Post-op in 1998, x-ray revealed the stem had subsided. As a result, the femoral stem and acetabular liner were removed and replaced.